Event description:
It was reported as "plastic part of the offset impactor handle is cracked. No additional information is available.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device associated with this report was returned for examination. After physical review, it was confirmed that handle presented a crack condition. Also a breakage was identified near the metal end of the handle, possibly resulted from the crack condition that part presented. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.